Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was as high as 599 mg/dl. Customer advised they are using insulin pens and are off the insulin pump because their doctor wants it replaced. Customer is not getting any insulin and the no delivery alarm is not alerting which is resulting in high blood glucose levels. Troubleshooting for high blood glucose levels was performed. Customer advised the cannula is bent and they experienced undiagnosed diabetic ketoacidosis. Customer advised they took off their insulin pump the morning of the hospitalization. Customer advised they felt very sick as if they were hit by a bus. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip.